Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established;

Event description:
It was reported that the patient had the inflatable penile prosthesis removed as it was not as rigid as it previously was even though the pump worked. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. No patient complications were reported in relation to this event.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed as it was not as rigid as it previously was even though the pump worked. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. No patient complications. Were reported in relation to this event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 ipp spherical reservoir was visually inspected, leak tested and examined using a microscope. The reservoir has a leak from a hole in the kink resistant tubing (krt) that was the result of a sharp instrument damage which probably occurred during the explant surgery. Product analysis was unable to identify device malfunction with the returned reservoir. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested. The pump kink resistant tubing (krt) was fatigued and worn down to the filament; no leaks were found. The pump was functionally tested and performed within specification. The ams700 ipp cylinders were visually inspected, leak tested, pressure tested and examined using a microscope. Both cylinders had wear at folds in the cylinder bodies. Cylinder 1 had holes and leaks at corner of a fold were present. Cylinder 1 was not pressure tested due to the leak that was identified. The krt of cylinder 1 was worn down to the filament. Cylinder 2 passed the leak and pressure tests performed. The identified hole which led to a fluid leak is the probable cause of the reported inflation issue, as the device would not be functional after the system fluid was lost. Product analysis confirmed the reported event.